Event description:
The caller reported that the tube was placed in the pt on (B) (6) 2010. It was found to have an issue on (B) (6) 2010. The caller did not know if the item was presented. The caller stated that the pt's husband told her that the tube's pilot balloon leaked air, and the cuff was no longer able to stay inflated. When the failure was noticed the tube was removed, and replaced with a new unspecified tube.